Event description:
Report received from the USA regarding an attachment device in which, during surgery, it was discovered the "bearings were loose". It was unknown to the reporter if there was a delay in the surgical procedure or if a spare device was available. It was unknown to the reporter if the surgery was completed successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the device failed the cutter insertion test. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).